Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, the mechanical movement of the arm cart assembly (aca) was not functioning. The procedure was completed with three arms instead of four, resulting in a delay. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure; the mechanical movement of the arm cart assembly (aca) was not functioning. The procedure was completed with three arms instead of four, resulting in a delay. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the logs were analyzed. A failure code for 'robotic arm joint 2 master positioning sensor redundancy', an error code for 'linked to arm redundant position discrepancy' and an error code for 'linked to robotic arm encoder redundancy error' were observed. These error codes indicate a subsystem non-recoverable inoperable error. The joint position sensor brooming script was performed, but the issue was not resolved. The error occurred again when using the fulcrum button when the arm cart assembly was fully collapsed along robotic arm joint 2. The brooming script was executed again on robotic arm joint 2, but the routine stopped. The arm cart was then rebooted and the error happened again. Along with a calibration failure due to an error code for 'linked to arm recoverable error - robotic arm potentiometer redundancy failure', due to potentiometer issues. The brooming procedure was performed again on robotic arm joint 2, but after moving the robotic arm the error occurred again. Due to the robotic arm joint 2 potentiometer mismatch and the brooming procedure being executed without success, the full arm assembly was replaced. After replacement, the arm cart is functioning correctly. Further evaluation of the logs indicated that the arm cart assembly went into a hard stop due to a mismatch between the encoder readings of the primary and secondary, triggering an error code for 'robotic arm encoder redundancy check failure' and an error code for 'redundant position sensing check'. These error codes indicate non-recoverable inoperable errors. Evaluation of the arm cart assembly confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to a component issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made more likely to occur by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.